Event description:
Revision surgery to replace screw one week post-op due to breaching of the medial pedicle wall and impingement on the nerve root resulting in numbness and neuralgic pain in right leg. Problem detected on (B)(6); revision performed on (B)(6). Please refer MFR report # 3005180920-2013-00131.